Event description:
The manufacturer was notified on 17-oct-2016 of the following: during an aortic valve replacement, a perceval 25/l was implanted in a patient and during the same surgery due to paravalvular leak, the device was explanted. A st. Jude trifecta 19mm was used instead.

Manufacturer narrative:
Updated the following information: date of report, device available for evaluation, returned to manufacturer 29-nov-2016. Type of report - follow up; device evaluated by manufacturer: yes.